Manufacturer narrative:
Eval summary: the results of our investigative analysis, which included scanning electron microscopy, confirmed that the distal coils were separated and the core was fractured at the tip. The separated portion was not returned with the wire. The results of the investigative analysis determined that there was loss of guide wire integrity. The distal floppy tip had separated from the core wire. Scanning electron microscopy analysis determined that the fracture of the core wire occurred as a result of a reverse bending, fatigue fracture. Quality engineering concluded that the device had been flexed and fatigued beyond its material limits through a reverse bending mechanism. As part of co's quality process, 100% of all guide wire are inspected during the pakaging phase of mfg microscopically for damage, bends and kinks to ensure proper device structure and integrity. Qa will continue to monitor for this type of product performance issue. This MDR is considered closed by the qa dept.

Event description:
It was reporting that during a ptca/stent procedure on a circumflex artery, the guide wire tip separated. This occurred at the beginning of the procedure. Reportedly, the patient was stable therefore, no attempts to remove the fragment were made. The device was retained by the user facility.